Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the insertion complaint due to the customer returning the sensor only. No insertion needle received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose reading was 97 mg/dl. The customer stated that he inserted a new sensor and received lost sensor alarm. The customer stated that there was no cannula. The product was returned for analysis.